Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The blood glucose results were 448 versus the labs 189mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.